Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that a loose head was detected during x-ray controls 2 days after surgery and that it was repositioned and fixed to the glenoid baseplate.